Manufacturer narrative:
(B)(4). Batch #u5ap4r. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with the manual override door out of position and missing. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. An ecr60d reload was received unfired and loaded in the device. The bailout system was reset and an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what may have caused the pcb board to be damaged. However, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. The device opened and closed without any difficulties noted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats procedure, after triggering, the instrument could not be opened. The emergency lever was used to retrieve the knife. Surgery was completed with a new instrument. There were no patient consequences. No additional information is available at this time.